Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v601460, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the 'implant was not working at all.' The patient had been having issues with their hip and spine and when their health care provider (hcp) checked the implant they advised the patient it was not working. It was verified with the programmer that program 3 was on at 0.4 volts. It was noted the patient was constantly in the bathroom and had recent accidents. The patient reported the 'implant was not running or working on their symptoms.' It was noted these issues had been going on for a while. Patient increased stimulation to 1.1 volts and reported feeling stimulation and that it was comfortable. The following day it was reported the patient still did not have therapeutic relief except for the day of report which the patient stated they did not take their blood pressure medication. It was noted the patient was using the bathroom 'most of the time in less than three hours.' It was noted the hcp was aware that the patient's blood pressure medication was causing her to use the bathroom too much and wanted them to use the urinary device to allow the patient to use the bathroom less.